Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemothorax. After the procedure was completed, the patient was moved to the recovery room where they reported experiencing backpain and were found to be hypotensive. The patient was given excess fluids, but the hypotension remained. A CT scan was performed and hemothorax was identified. 2.5 liters of blood was drained from the patient's chest via a chest tube. The patient was admitted to the hospital at that time. The patient has since been discharged from the hospital and is considered fully recovered.